Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during drain 2/6 of pd treatment. The patient reported the connection became undone while he was connected. The patient was advised to disconnect and contact the peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn, it was reported that the patient's catheter was disconnected over night and was likely caused by the patient not tightening the set securely. The pdrn indicated the cassette was not leaking. There was no alleged issue with the cycler. The patient was treated with antibiotics 2g vancomycin and 1g fortaz via intraperitoneal (ip) administration for an unspecified number of dates. There were no reported symptoms, adverse events, or medical intervention required as result of the event. Additional information has been requested, however, to this date a response has not been received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.